Event description:
Clear care eye solution burning. The store was out of my lens care solution, re nu, but clear care was on the shelf. I thought it was just another different brand of eye solution cleaner and soaked my contact lens in the solution overnight. The next morning when I put my lens in immediately my eyes burned so horribly bad that I had trouble opening them. I was confused thinking my eye drops were bad, not knowing which eye drop container I used. I threw all of them away. I used eye wash in my eyes and 12 hours later they are still burning and sensitive. Medication administered to or used by the patient: no. Where did the error occur: community pharmacy. Patient counseling provided: unknown. Relevant material provided: none. (B)(6), access number: (B)(4).